Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the robotics coordinator (roco) and was informed that they could not reproduce the issue. The customer performed a restart of the system and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is not reportable due to the following: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, site was trying to re-assign arms, system was assigning the right master to arm 4 and not arm 3. Technical support engineer (tse) showed caller on the second console how to manually assign masters and the caller said when the doctor gets to a good spot they will try this on the surgeon side console (ssc) 1. Site called back and stated that the surgeon was unable to reassign the master tool manipulators (mtms) on the ssc1. The surgeon moved over to the ssc2 and continued with the procedure. The caller stated that they have no issues at this time but could not get the instrument reassignment to work on the first console. An intuitive surgical, inc. (Isi) recommended that the site to call back if they require additional assistance. The site completed the procedure with the second ssc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.